Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during inflation of the sds balloon, the balloon ruptured and contrast media leaked out from the balloon into the pt's vessel, resulting in temporary st segment displacement, which resolved on its own. There was no air bubble and no pt effects reported. The stent was nevertheless deployed and the device was postdilated with a non-compliant balloon to end the procedure. There were no pt effects that required medical intervention. No additional event or pt info is available that required medical intervention. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the shaft and on the balloon. There was blood in the guide wire lumen and thick crystallized contrast in the inflation lumen and in the balloon. The balloon was returned loosely folded. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the sds. A new indeflator filled with water was used in an attempt to pressurize the balloon when the balloon could not be inflated due to the thick crystallized contrast in the inflation lumen and in the balloon. The sds was left pressurized for a few hours in an attempt to dissolve the contrast. The sds was left pressurized for two days and the contrast did not dissolve and the sds could not be pressurized. The distal shaft was cut approx 7.5 cm proximal to the proximal seal and attached to an indeflator and pressurized. The balloon held pressure and there was no rupture or leak noted. The remaining distal shaft was clamped off and attempted to pressurize, but the sds could not be pressurized due to the dried contrast in the inflation lumen. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.